Event description:
It was later reported stimulation was in the wrong location. Stimulation had been going down the patient's legs more so than where they needed it, which was in the tailbone area. The patient had turned up the stimulation and gotten more sensation in their legs. It was also noted the patient also often had no sensation, but when they had arched their back or changed positions they had sensation. Patient wanted to be reprogrammed. It was also noted the patient believed their recharger may have had issues. Patient had never charge it to 100% charged. The patient's battery charges and was working but they had just never seen the 'full charge' screen. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had to keep moving her body to get stimulation. The patient had to suck her stomach in, tighten her buttocks, arch her back, or use a pillow to put pressure on her bump to get stimulation. The patient stated she realized that it was still healing and would take time for stimulation to stabilize along with further programming, but has had the issue since implant. Additional information received on (B)(6) 2012 reported that the patient was still having concerns with her device. However, it was unclear if she sought help or not. It was marked that the patient was working with her doctor or manufacturer representative for help and that her doctor would not see her because she tested positive for alcohol at her last urine test. It was also marked that the patient had not sought further help. The patient outcome was unknown.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).